Event description:
It was reported that an occlusion alarm occurred resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. Customer changed pump supplies and administered a correction injection to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.